Event description:
Synthes (B)(4) service and repair reported: the device runs hot.

Manufacturer narrative:
This device used for treatment and not diagnosis. Operator of device is unknown. Manufacturing date could not be provided due to lot records could not be found. The device history records review could not be completed. The records could not be found for the provided lot number. The investigation is ongoing. Placeholder.